Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. Insulin pump had a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's daughter reported that the insulin pump alarmed motor error during priming. Troubleshooting was done. Customer's blood glucose was 326 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer stated that her mother was having high blood glucose due to she had surgery to remove gall bladder. Customer declined to troubleshoot. Customer stated that she was getting ready to take her mother to emergency room due to the blood glucose was 506 mg/dl right now. No further information provided.